Event description:
Overdelivery reported. The pump was reportedly set to infuse nipride at an unspecified rate via line d. Complete device settings were not available. A nurse reported that she noted a "freeflow of nipride from line d even when the pump was turned off." The other lines had no flow problems. The pt became hypotensive until the flow was clamped off after which the effects wore off quickly. No adverse sequelae were reported.

Manufacturer narrative:
The pump passed delivery accuracy testing within product specification. Testing and investigation did not confirm overdelivery or freeflow. No freeflow from any line was noted during testing. The pump failed battery testing (low) and occlusion testing. These findings were not related to the reported event. The frequency of death or serious injury reports for complaint code 102 (overdelivery) for omniflow products is 1.52/million sets.